Event description:
Stapler used for end-to-end anastamosis. When checked by colonoscopy, only 1/2 of the anastamosis was removed and part sitll attached. Surgeon over-sewed the entire anastomosis site and the colon was diverted to an ileostomy because of the malfunction.